Event description:
As reported gamma 4 nail broke. Therefore, replacement surgery is scheduled for on (B)(6). Mobilization instructions from the surgeon: it was reported that partial weight-bearing was permitted after three weeks of immobilization. Activity level and behavior of patient: it is considered likely to be high because the patient works in a physically demanding job. The patient was compliant with instructions from surgeon.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.